Event description:
The doctor wanted to insert spsof-5-3 into the p-duct through the prepositioned wire guide (visi2 straight, 0.025"), assistant nurse straightened pigtail section of spsof-5-3 to insert wire guide. However the wire did not pass because the pigtail was bent (370754 - MDR reference #3001845648-2022-00552) . The new spsof-5-3 was used .and wire guide was not changed. (373242 -this complaint). User error: incorrect size wireguide used with replacement spsof-5-3. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x spsof-5-3 of lot number c1916238 was not returned to cirl for evaluation. This file captures user error due to an incorrect wireguide used on the replacement device. This file is related to pr 370754 which captured the kinked pigtail of the original device. Documents review including IFU review: prior to distribution all spsof-5-3 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the spsof-5-3 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1916238. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 22.